Event description:
A complaint was received regarding a 5" (13 cm) appx 1.8 ml, bag spike adapter w/chemolock¿, vented cap experienced leakage. The following issue was reported by the customer: " leak from the spike. The valve was not touched before placement. " 3 photos of the device were provided, the customer red circled the leak location. Update: the incident occurred during infusion on (B)(6) 2025, the incident occur during patient use, the patient was stable, there was no adverse event, no blood loss, no one was harmed, there was no unprotected exposure to a cytotoxic product, addition medical intervention was not required, the incident occurred after 10 minutes after the treatment started, there was no delay in therapy, the therapy was successful, a special kit was not required to clean the leak. There were no visible signs of malfunction, damage, stress or wear with the device prior to the incident, no hole, cut, tear or any other defect with the device has been observed, the medication used during the incident was : 60mg of solumedrol and 8mg of ondansetron from a bag of nacl 0,9% 100ml, the mating devices used during incident were : an ICU medical product: 142409291 primary plum set, ball check valve in sight chamber, 15 micron filter, clave secondary port, clave y-site, secure lock, 264 cm and an ICU medical product: 011-cl-14 chemolock¿ vented bag spike.

Manufacturer narrative:
Investigation summary: received one (1) used 011-cl3534 transfer set w/chemolock for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was leakage from the chemolock bond area. Examination of the bond showed an incomplete insertion. The reproted complaint can be confirmed. The probable cause is due to an incomplete insertion during manual assembly in ensenada. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.